Manufacturer narrative:
Medwatch #2017233-2023-03742 was sent in error. Additional received information determined that this event is a duplicate of an existing medwatch (#2017233-2023-03706) and is therefore not reportable to the FDA. The medwatch (and supplementals) will be retracted.

Manufacturer narrative:
Device not returned. A review of the manufacturing records indicated the lot met all pre-release specifications. The patient referenced in this event file is enrolled in a post market prospective observational cohort registry designed to obtain data on device performance and clinical outcomes of patients treated with gore endovascular aortic products through the global registry for endovascular aortic treatment (great). Medidata rave® is the clinical study database (csd), capturing the data through the grt 10-11 module. The above information was obtained from the csd. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that on (B)(6) 2015, a patient was treated for type b dissection with a gore® tag® conformable thoracic stent graft. CT imaging follow up showed a maximum aortic aneurysm diameter of 56 mm on (B)(6) 2016. Maximum aortic aneurysm diameter reached a minimum of 29 mm on (B)(6) 2017. Maximum aortic aneurysm diameter reached a maximum of 61 mm on (B)(6) 2020. On (B)(6) 2022, the patient presented with dissection of the thoracic terminal, the suprarenal and subrenal abdominal aortas. The patient was treated with thoracoabdominal aorta replacement with a bypass and reimplantation of the superior mesenteric artery, celiac trunk and right renal artery. The gore® tag® conformable thoracic stent graft (sn: (B)(4) was partially explanted.